Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Patient was told that her device battery is getting low and apparently, an eventual replacement was needed. This device data was analyzed and the battery set elective replacement indicator (eri). Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as this device was not showing premature battery depletion (pbd) behavior, despite being included in the low voltage capacitor advisory. Therefore, the previous report was sent as the available information was considered incorrectly. B1 (product problem) should not be considered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Patient was told that her device battery is getting low and apparently will be changed out by the end of the year. This device data was analyzed and the battery appeared to be depleting more quickly than expected. Device replacement was discussed. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.